Manufacturer narrative:
The primary variable which has not allowed this ulcer to heal is the poor healing environment caused by head and neck radiation. A secondary variable is the sheering effect on the ear canal skin due to migration issues. The pt appears to have received appropriate care and treatment once the scab present including ear canal cleaning, ulcer care and the use of ciprodex ear drops. Head and neck radiation is an absolute contraindication to fitting the lyric hearing aid and this contraindication was known and understood by the fitting audiologist. He has been re-trained regarding the fitting criteria for fitting the lyric hearing aid.

Event description:
(B)(6) is a (B)(6) male with a non-healing ulcer in the lateral portion of the left anterior-inferior bony ear canal since (B)(6) 2011. He has undergone head and neck radiation for pharyngeal cancer. After wearing lyric hearing aids successfully binaurally for 9 months and the specific device for 104 days, (B)(6) presented with a scab that wouldn't budge in the lower right quadrant of the left ear on (B)(6) 2011. (B)(6) was given miracell as a topical treatment. Subsequent treatment revealed erosion of skin in the lower right quadrant of left ear and ent treated with csf power in canal and recommended (B)(6) rest and return for f/u at which time ciprodex was prescribed for 1 month. After antibiotic regimen, affected area was cleaned and curetted and ciprodex was again prescribed, after which area was curetted again. In early (B)(6) 2012, ear canal still showed no significant improvement. At the end of (B)(6) 2012, it signs of slow healing were evident. In (B)(6) 2012, ent re-scraped canal to stimulate skin growth on now a much smaller area of exposed bone. Some improvement in the ear is noticeable.